Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high impedance on the right ventricular (rv) lead. Isometrics exercises performed in clinic was unable to find issues. The patient was stable and no intervention was reported.